Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and was not working. The insulin pump buttons were not responding. The insulin pump was exposed to water. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and also there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.